Event description:
It was reported that the patient had received inappropriate shocks from the right ventricular (rv) lead due to t-wave oversensing. It was noted that the rv lead also had poor r-wave amplitude. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated apparent explant damage.